Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys pth immunoassay result for one patient tested on a cobas e411 rack analyzer. The initial result was reported outside of the laboratory and was questioned by the physician who stated that the result did not correlate with the patient's clinical picture. The sample was sent out for investigation and was retested using an e601. The serial number of the e601 at the investigation site is (B)(4). The reagent lot number used in the customer's e411 is 53477704 with an expiration date of 31-jul-2022. The reagent lot number used in the investigation site's e601 is 534777 with an expiration date of jul-2022.

Manufacturer narrative:
The calibration, qc data and pre-analytical data were requested but not provided. The patient's sample which was collected on (B)(6) 2021 was received for investigation. The sample was investigated at roche's case investigation and resolution laboratory. The sample was tested for pth on a cobas e 411, e 601 and e 801. The investigation results matched with the result obtained by the customer. A general reagent problem can be excluded. The sample was also sent to an external laboratory. The pth result measured in the external laboratory was higher than the results measured on the roche analyzers. Assays from different suppliers may generate different values. This related to the overall setups of the assays, the antibodies used and the standardization methodology/materials used. The investigation did not identify a product problem. The cause of the event could not be determined.